Event description:
This is a report of a patient who experienced peritonitis and later passed away coincident with therapy for peritoneal dialysis. Prior to death, the patient experienced shortness of breath and weight gain. The patient was also diagnosed with fluid retention. The patient was hospitalized for the events. It was unknown if the peritonitis resolved prior to death. Therapy was ongoing at the time the patient passed away. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient passed away around (B)(6) 2013. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.